Event description:
Per the information provided to co by hospital, the device was removed due to a "malfunction". As reported to co, the entire device was removed and not replaced.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on 4/27/92 and removed on 10/3/96 due to a "malfunction." A pump, two cylinders, a reservoir, and associated connectors and rear tip extenders were returned for evaluation. Requests have been made for additional information surrounding the incident; however, to date the requested information has not been received. Without the requested information, qa is precluded from commenting on the events surrounding the incident. Should additional information be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned device revealed a complete separation of outlet #1's strain relief. Examination of the surfaces of the separation, both on the pump and cylinder side, revealed markings characteristic relief/tube junction, on the detached portion of the exiting tubing., an area of abrasion and a crease mark adjacent to the area of abrasion. Examination and testing also revealed a leakage site near the distal tube end of the inlet tubing. This site consists of several small separations in a linear pattern. Examination of the surfaces of these separation revealed markings indicating contact with sharp unshod instrumentation. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. In addition, because the expected use of this devices combined with the observed damage would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant. Based on qa's examination and the limited information provided, qa concluded that outlet #1's exiting tube was partially kinked and abrading against itself. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the strain relief at the observed site. This rent would have allowed the loss of fluid and rendered the device inoperable.